Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was a possible header issue on the cardiac resynchronization therapy defibrillator (crt-d) during the implant procedure, as the physician was unable to fully insert a competitor lead into the right ventricular (rv) port of the header. The device was not used and replaced, and the leads were inserted without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.